Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a tp-mf-o product was not returned for investigation in this instance, however the customer has provided various customer feedback relating to this product, including the component being less sturdy than its predecessor, no ridges are present on this component to assist with grip, and a general claim that the products do not feel as good quality as the previous version. Bd has recently introduced the tp-mf-0 product as an alternative to the 394075 product; therefore slight differences in the product feel and appearance may be perceived. A review of the customer feedback database confirmed that there has been no other similar feedback related to the design and perceived quality of this product; however, the details of this feedback have been forwarded to the bd marketing department for consideration during future product development. (B)(4) are the legal manufacturer of this device and have the responsibility for assessing the clinical risk.

Event description:
It was reported that male-female l.lock cap - orange leaked. The following information was provided by the initial reporter: quality less good than the old caps/plugs. When using a catheter, you can close the clamps extra so that they do not leak, but unfortunately this is not possible when using the fistula needles (which means they often leak). Thread seems to fit less well, so extra alertness is needed to use this cap! They are a lot less sturdy, you can press them in that way. No more ridges, which means less grip. The packaging is more difficult to handle, making it difficult to remove caps sterile.